Event description:
During an unrelated procedure, high capture threshold which lead to loss of capture was noted on the right atrial (ra) lead. X-ray imaging was performed which confirmed the ra lead was dislodged. The ra lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.